Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had inaccurate reference.

Event description:
Customer complains of erratic results. The customer states he feels well and does not require medical attention. The customer's expected blood results are 140-180mg/dl fasting. Verified the strips expire 11/30/2017. Customer confirms the strips are stored properly and were first opened a month ago. Customer performed a back to back blood test 190mg/dl and 189mg/dl not fasting. Reviewed meter memory- meter time and date are not set. 1:171mg/dl 01/01/2015 10:29:00 pm fasting:yes, 2:211mg/dl 01/01/2015 12:02:00 pm fasting:yes, 3:234mg/dl 01/01/2015 12:00:00 pm fasting:yes, 4:178mg/dl 01/02/2015 08:02:00 am fasting:yes, 5:176mg/dl 01/02/2015 02:31:00 am fasting:yes. Customer is concern with the results taken on (B)(6) 2015 431 at 8:12pm and 422 mg/dl at 6:56pm. Customer calling concern with the meter giving erratic blood results. Customer is also concern with the meter giving a lot of e-4 and e-5 errors. Customer states that he was in the hospital 2 nights ago because he was having symptom of high blood results and he run his blood test and his results was 450 and he got to the hospital and the results was 376 mg/dl and 350mg/dl . Customer states that his normal glucose range is 140-180 mg/dl and he test 2-3 times a day. Customer states that the meter was giving about 100 points different from the hospital meter. No adverse event reported.